Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that positioning problem and stent foreshortening were encountered. The 100% stenosed, diffused, target lesion was located in the moderately tortuous and moderately calcified mid superficial femoral artery (sfa). A non-bsc stent had been previously deployed in the proximal sfa. There was a diffuse lesion in the mid sfa, located 3cm from the previously implanted non-bsc stent, where this 6 x 120 x 130 innova stent was attempted to be deployed, next to the non-bsc stent. The proximal part of the innova stent was placed on the distal edge of the previously implanted non-bsc stent, covering 1cm of it. However, during deployment the proximal part of the innova stent was moving distally. The physician adjusted the location for the stent release and the distal part of the stent was deployed in the desired location. However, the proximal part of the stent started moving distally. Eventually the stent was shortened 10cm upon deployment. The procedure was completed. No patient complications were reported and the patient's status was stable.